Event description:
The customer reported that while the nurse was applying pressure for the fill the drip chamber cracked. No problem occurred during the connection of bag / tubing. We received one sample for investigation a visual inspection was performed and confirmed the upper part of the drip chamber (upper part 18 with the spike for blood bags) was broken off completely above the white molding ring. At the outer edge the molding ring is higher than at the inner edge. We performed a visual control for all retain samples with 5- fold magnification, especially at the upper part of the drip chamber below the injection molding ring and no damage or stress cracks were found. We performed practical testing for three retain samples and no irregularities were found. We performed a free flow / tightness test on one retain sample of complaint batch and no abnormalities were found. The review of the production documents did not show any deviation(s) related to the complaint reason. Per the results of investigation from the production department, the entire batch was investigated. The root cause shows the drip chamber was assembled on a ota9 machine. Based on the sample returned the upper part of the drip chamber was broken off just above the white molding ring. We could not exclude the break was caused by an external force after package resulting in the drip chamber being damaged. This could have occurred during transportation of the device. All production staff were notified of this issue.